Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge failed, could not be recovered, and the pockets were inaccessible. The customer attempted a manual reboot, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system refrigerator failed, unable to be recovered and pockets were inaccessible. A field service engineer (fse) found no failures present. The customer reported that the smart remote manager (srm) had previously failed and recovered but continued to fail frequently. The fse inspected the latch and housing and noticed a hasp misalignment. Replacement microswitches were installed in the latch, and the hasp was adjusted, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.